Event description:
During a procedure a polarsheath was selected for use. While placing a balloon in the left inferior pulmonary vein, the bending of the sheath could not be maintained. Also, during the procedure, there was a lot of blood leaking from the valve of the sheath where the catheter was inserted. No patient injury occurred. The procedure was completed without any patient complications.

Event description:
During a procedure a polarsheath was selected for use. While placing a balloon in the left inferior pulmonary vein, the bending of the sheath could not be maintained. Also, during the procedure, there was a lot of blood leaking from the valve of the sheath where the catheter was inserted. No patient injury occurred. The procedure was completed without any patient complications.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed visible blood seen on the outer surface of the hemostatic valve. A tear was also observed which would allow leaks. The puncture was seen in the bottom right quadrant of the valve. Functional testing revealed a gross leak in the pressure decay test, air in the flush line during the aspiration test and dropping pressure while pressurized. Analysis found a leak coming from the hemostatic valve at the proximal end. This leak was likely caused by an off-center puncture away from the valve slits which resulted in it tearing. Dissection of the proximal handle was performed, and pdms (silicone oil) was visible on regions critical to the affection of deflection. The presence of this oil on the unintended regions causes less friction while rotating the steering knob which reduces the ability of the steering knob to maintain deflection through resistance. The reported allegation, blood leaking from the valve was confirmed through analysis.